Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: what is the patient¿s current health status and condition? The patient is in good health, however, take into consideration that the patient had to be reoperated due to a significant valve leak because the suture broke and a quarter of the prosthesis came loose. See reference (B)(4).

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - what is the patient¿s current health status and condition? Please confirm the quantity of sutures that broke please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient experience a wound dehiscence? Did the patient experience anastomotic failure? Did the suture break? If no, please explain. What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the event of suture breakage post op? Please describe any surgical intervention required for the wound dehiscence/anastomotic failure, including any findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a re-operation due to a failed anastomosis after a cardiovascular procedure on (B)(6)2024 and suture was used. A rupture was reported during wound closure. No adverse patient consequences were reported. Additional information was requested.